Event description:
The complainant reported a patient undergoing an ablation was implanted with an impella cp device for mechanical circulatory support and a hematoma developed after leaving the catheterization lab. Heparin drip was running and act was greater than 200. Mean arterial pressure at time the hematoma was also over 110. Manual pressure held and team elected to place femstop. It is unknown if the heparin was withheld. Of note there were positive distal pulses during this time. The following day, labs hemolyzed. Echocardiogram noted impella cp device was in "good" position. However, left and right ventricles were noted to be "severely" dilated with a significantly decreased left ventricle ejection fraction between 20-25%. Minimal, if any, urine output was noted even with lasix challenge. A pa catheter was placed, and the patient was started on continuous renal replacement therapy to see if hemolysis would improve. The patient was reported to be in stable condition following the event. Following, the patient was transferred to a higher level of care facility and upon transfer it was noted the impella cp device was immediately removed. The patient was noted to have survived the explant.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation of hemolysis and access site bleeding has been completed. The impella device was not returned for evaluation. The data logs showed pump was started and run without issue on p-9 and p-5. About 9 hours into the case, low flow occurred on p-4 but no alarm was triggered. This event remained to the rest of the case. Placement signal observed to be trending down throughout case. Pump positioning reported to be good on echo and no motor current spikes observed in the logs. Note: add failure mode low flow since low flow occurred when pump was run on p-4. Product was not returned for review. Based on clinical description and data review, the root cause of hemolysis was most likely patient condition since the patient had severely dilated left and right ventricles and right ventricle dysfunction. The root cause of access site bleeding was most likely anticoagulation management related since activated clotting time was greater than 200 when bleeding happened. The root cause of low flow was most likely patient condition since the patient had severely dilated left and right ventricles and right ventricle dysfunction. G1 reporting contact email was erroneously entered on the initial manufacturer device report number 1220648-2025-27877. H6 health effect - clinical code 1884 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27877.